Event description:
It was reported that the patient presented prior to routine generator change. An interrogation of the device revealed failure to capture exhibited by the right ventricular lead. A chest x-ray confirmed that the lead was dislodged. The lead was capped and replaced on (B)(6) 2023. The patient experienced no adverse consequences before, during, or after procedure.